Manufacturer narrative:
Section d10 references: product ID b35300 lot# serial# (B)(6), implanted:(B)(6) 2024, explanted: product type implantable neuros timulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported seeing error code ¿2703¿ on the handset. Possible causes for the error code include high impedances or too high of settings. Additional information received from the manufacturer¿s representative (rep) reported the patient had high impedances on contacts 2b and 2c; these were existing high impedances known prior to battery replacement on (B)(6) 2024. Therapy was not being delivered on these contacts. The patient was seen in office on december 4th and impedances remained unchanged. The error code wasn¿t triggered while in office.